Event description:
Asku

Event description:
It was reported that the patient died less than 6 months after device was implanted. Follow up with clinic reported patient was pacemaker dependent and last seen in clinic approximately five weeks prior to death when device function was reported to be normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was noted the patient died 6 months after device implant. The cause of death has been requested and not received.

Event description:
It was reported that the patient died less than 6 months after device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions. (B)(4) no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions. (B)(4) no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions.